Event description:
The dental implant fx4010swc was removed on (B)(6) 2020 due to failure to osseointegrate 21 days after implantation. The patient has history of drug abuse, hypertension, and diabetes. The doctor noted local infection and periodontal disease during explantation. The patient has recovered without complications.